Manufacturer narrative:
Reasonable attempts by phone were made to obtain further information from the user facility for the reported event including patient information, treatment settings, sun exposure and photos, however none was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. The lumenis technical expert stated: "found ipl handpiece with gel residue on all filters, inside the filter slot, and on the inside of both lightguides. Tested energy calibration, which is within specification. Cleaned all filters, inside ipl handpiece, and both lightguides. Reconfirmed energy calibration. Showed customer dirty ipl handpiece and instructed them to keep clean." A review of the subject device labeling found that the subject device IFU states: "precautions - lightguides and filters must be kept clean at all times. Remember to clean the coupling gel off the lightguides during the treatment session and after each patient. Take all precautions to ensure that no gel penetrates the treatment head." As part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Additional information, september 21, 2017: lumenis contacted the user facility directly to follow up on the patients status, but no further information was received. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained blisters to the chin area following hair removal treatment with a lumenis m22 laser, ipl handpiece. No information regarding serious injury or medical intervention to preclude permanent impairment was received.